Event description:
Customer reported one sar-cov-2 tma run, wl 002652-20200720-12, using assay lot 274806 on panther instrument sn (B)(4) which had a false positive sample. Customer tested the sample three times, each time on a different panther instrument.

Manufacturer narrative:
Hologic product applications specialist (pas) and director of assay development reviewed logs and found no instrument issues. The kinetics and sample aspiration appeared normal, and the low sample krlu value was possibly indicative of low-target concentration. It could not be determined if this was a true positive or a result of contamination, as the data from the run was consistent, with clear separation between the positive and negative results. Technical support (ts) was relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.